Event description:
It was reported 5 hours after implant, the pt experienced symptoms of paralysis. Post-operative symptoms were normal up until this occurrence. A CT was completed and revealed an epidural hematoma. The pt was immediately taken into surgery where the lead was removed and the hematoma evacuated. The morning after surgery, the pt could not move her legs. It was later reported the pt had regained some movement of her right leg and can wiggle her toes. F/u revealed the pt is in an inpatient rehabilitation center. The pt is unable to walk, however, she can stand with assistance. The pt is beginning to regain feeling back to the lower body.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.